Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported that the screen is white. There was no patient involvement. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the color display and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing